Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. Patient states that the stimulator is not taking away her pain at all. Patient states that on last saturday (B)(6), that she did have a fall. But, states that she feels it really wasn't helping pain before that. Patient scheduled to be seen this coming friday the (B)(6). Will see if physician wants get x-ray to check lead placement as patient is stating that the stimulator is not working. Back in (B)(6), patient had stated 75% reduction of her pain. Rep will try to reprogram the patient on the (B)(6) also. Hcp has no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. On (B)(6) 2019 additional information was received from the rep. It was reported that patient leads x-rayed and have moved down a small amount. Per hcp, not enough to affect stimulation. Patient reprogrammed. She is feeling the stimulation in the low back and bilateral legs, however she does go into oor, when she gets above 6 milliamps. Currently on tablet she is programmed at 9 milliamps and can feel the stimulation very well in areas of her pain. Instructed patient not to turn the stimulation down. If she needs to decrease, instructed to turn to a different group. Will follow up as needed per patient. Hcp was aware of the provided information. No further complications were reported/anticipated.